Event description:
It was reported by service report that the power and auxiliary power cords ground prongs were missing. It was further reported that the footboard lid was broken resulting in exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: main and auxiliary power cords plugs ground pins were missing. Broken footboard lid.